Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during the initial implant procedure, varying r-wave amplitudes were observed. After several repositioning attempts, physician elected to replace the lead. There were no adverse consequences to the patient.